Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the proximal insulation abraded between 13 and 14 cm from the connector pin due to friction with the implantable cardioverter defibrillator (ICD) can. Other text : na.

Event description:
It was reported that the atrial lead sustained outer insulation damage. The implantable cardioverter defibrillator had turned around in the pocket, causing the leads to rub against each other, which most likely lead to the insulation damage. The lead was explanted and replaced.